Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the device could not be flushed and no blood return. It was further reported that port was hard to access and blocked. The catheter was obviously defective since it kinked in the middle of an essential and gentle curve resulting in 100% blockage which was confirmed by x-rays. Reportedly, when the access line was removed, it literally sprayed blood over the room. This bleeding was hard to stop resulting in repeated massive bruising and swelling around the port. The catheter was discolored in the vicinity of the hole which indicates possible adverse reaction between my medicines and the catheter where the catheter was blocked and apparently leaked. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter discolored, fluid leak, difficult to flush, blocked connection, suction problem, obstruction of flow, deformation due to compressive stress and material puncture/hole issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e3, g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the device could not be flushed and no blood return. It was further reported that port was hard to access and blocked. The catheter was obviously defective since it kinked in the middle of an essential and gentle curve resulting in 100% blockage which was confirmed by x-rays. Reportedly, when the access line was removed, it literally sprayed blood over the room. This bleeding was hard to stop resulting in repeated massive bruising and swelling around the port. The catheter was discolored in the vicinity of the hole which indicates possible adverse reaction between medicines and the catheter where the catheter was blocked and apparently leaked. It was further reported that a hole was found in the catheter at mid length. However, the current status of the patient was unknown.